Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. Other damages found are most likely related to explantation surgery. This is a final report.

Event description:
Patient was not able to hear with the device after a trauma to the head. Patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the patient hit her head she was not able to hear with the device. In situ measurement was indicative of a device malfunction.